Manufacturer narrative:
Reason for reoperation: "deflation".

Event description:
Patient reported "a right side deflation." Also reported, "bakers cyst joint in knee, fatigue and swelling in stomach" which was determined not to be device-related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture and "exchange from textured to smooth breast implants due to the patients concerns with the product." Device remains implanted.